Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in set) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2013 at 10:06:17. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The reported difficulty of a system error (se) 2240 (air in set) event was confirmed through an event history log review. An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.